Event description:
A malfunction was reported on the customer's pump, but there were no notable events prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.